Manufacturer narrative:
Investigation results: device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Media review: medical media was received and reviewed by bsc medical safety. A review was conducted on a dataset comprising 10 angiographic recordings related to a diagnostic coronary angiography performed on the angiographic recordings from a percutaneous coronary intervention (pci) performed for treatment of a sub occlusive lesion located at the distal bifurcation (crux) of the right coronary artery (rca).; however, the assessment is limited due to incomplete procedural documentation, including the absence of full procedural records, device documentation, and clear imaging of device implantation steps. Based on the available angiographic material, there is no clear evidence of proximal stent shortening or deformation, although it cannot be definitively excluded. Device history review: it was confirmed that this device met manufacturing specification prior to distribution and there are no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This code was selected as the most probable complaint cause based on the information conducted. It is possible interactions of the stent with the lesions anatomical features, as well as interactions with other ancillary devices used during the procedure contributed to the reported damage. However, based on the complaint information available, review of the media attached and without the availability of the device for analysis, a clear conclusion cannot be established at this time.

Event description:
It was reported proximal stent damage occurred. During a procedure, a stent was implanted. Proximal stent damage was noted. There were no reported patient complications.

Event description:
It was reported proximal stent damage occurred. During a procedure, a stent was implanted. Proximal stent damage was noted. There were no reported patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the product lot and reported event, but further information was unable to be obtained.

Event description:
It was reported proximal stent damage occurred. During a procedure, a stent was implanted. Proximal stent damage was noted. There were no reported patient complications.